Event description:
It was reported that cgm displayed error message during use with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, confirmed error did not recur after reset, and was advised to wait 20 minutes before starting next sensor session, which customer understood and acknowledged.